Event description:
Customer reported the power supply board failed. One device was received for evaluation. The evaluation confirmed the reported issue. The power supply board is defective.

Event description:
One device was received for evaluation. The evaluation confirmed the reported issue. The power supply board is defective.